Event description:
Procedure performed: stomach/ ladg. Event description: the balloon burst during the ballooning. Additional information was received via email on 29jun2021 from the applied medical representative: a new device was used to complete the case. The port was not used with a robot. Type of intervention: a new device was used to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of balloon leakage as a hole was observed in the balloon. The cannula tip was fractured and scratched. Based on the condition of the returned unit, it is likely that the balloon damage and cannula tip fracture were due to instrumentation coming in contact with the balloon and the cannula tip during the procedure. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines, and during secondary port placement." Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the fractured cannula tip.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: stomach/ ladg. Event description: the balloon burst during the ballooning. Additional information was received via email on 29jun2021 from the applied medical representative: a new device was used to complete the case. The port was not used with a robot. Type of intervention: a new device was used to complete the case. Patient status: no patient injury.